Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0857 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that their blood glucose was 404 mg/dl and 595 mg/dl. The customer experienced abdominal pain and nausea as symptoms of their hyperglycemia. The customer treated via manual insulin injection. Troubleshooting for the high blood glucose was initiated. The auto mode feature was not in use during the high blood glucose incident. The insulin pump passed the self test. The high pressure test was not performed due to lack of a tubing clamp. The insulin pump was returned for analysis.